Event description:
It is reported that a customer issues with the keypad on their insulin pump. The patient's blood glucose level was at 147 mg/dl. The customer stated that the reservoir ran out of insulin and then the buttons on the insulin pump stopped working. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.